Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had multiple stored episodes that were requested for review. Technical services (ts) analyzed device episode data and found that there was oversensing due to double counting. Across three treated episodes, this resulted in three inappropriate shocks. There was a single untreated episode as well as one where the smart pass feature became disabled. It was noted that trying other sensing vectors was not viable with this patient. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.